Event description:
While wearing the external equipment, the patient reportedly experienced sound perception problems. The patient was seen at the center for device evaluation. External equipment was exchanged. However, the reported problem was not resolved.